Manufacturer narrative:
(B)(4).

Event description:
The customer¿s quality control was out of range for elecsys troponin t stat (tnt) assay and elecsys hcg + beta test system (hcg) on the cobas e 411 immunoassay analyzer. The customer calibrated tnt and hcg and the quality control issue continued. The customer observed bubbles in the reagent packs. The customer removed the bubbles and calibrated with fresh calibrator. The customer stated two out of three calibrations passed but quality control was still out of range. The customer observed bubbles again in three tnt reagent packs. The customer repeated two samples for hcg and the hcg results matched. The customer repeated eight tnt samples. Of the samples repeated one tnt result was erroneous. The initial tnt result was 0.33 ng/ml and the repeat result was 0.46 ng/ml. The repeat tnt result was deemed to be correct. The erroneous tnt result was reported outside of the laboratory however there was no adverse event. The tnt reagent lot number was 27349701 with an expiration date of 31-oct-2018. The field service engineer (fse) found the stirring paddle was bent. The customer had changed the stirring paddle before the fse arrived. The customer performed calibration and quality control that was within specifications.